Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for assistance with interrogating this implantable cardioverter defibrillator (ICD) device. Upon interrogations, this single chambered device was found to have stored supraventricular tachycardia (svt) episodes with bursts of anti-tachycardia pacing (atp) and shocks delivered. The hcp believed the atp and shocks were inappropriately delivered. Ts offered a consult review of the stored episodes, however, the hcp declined and stated the physician will review the stored episodes. At this time, this ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for assistance with interrogating this implantable cardioverter defibrillator (ICD) device. Upon interrogations, this single chambered device was found to have stored supraventricular tachycardia (svt) episodes with bursts of anti-tachycardia pacing (atp) and shocks delivered. The hcp believed the atp and shocks were inappropriately delivered. Ts offered a consult review of the stored episodes, however, the hcp declined and stated the physician will review the stored episodes. At this time, this ICD remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that the patient opted to have the whole implantable cardioverter defibrillator (ICD) system explanted due to the inappropriate shock. An explant procedure was performed, this ICD was explanted and not replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for assistance with interrogating this implantable cardioverter defibrillator (ICD) device. Upon interrogations, this single chambered device was found to have stored supraventricular tachycardia (svt) episodes with bursts of anti-tachycardia pacing (atp) and shocks delivered. The hcp believed the atp and shocks were inappropriately delivered. Ts offered a consult review of the stored episodes. However, the hcp declined and stated the physician will review the stored episodes. At this time, this ICD remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that the patient opted to have the whole implantable cardioverter defibrillator (ICD) system explanted due to the inappropriate shock. An explant procedure was performed, this ICD was explanted and not replaced with a new device. No additional adverse patient effects were reported.